Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with diabetic ketoacidosis, high ketones, and seizures; cause was not known. A blood glucose level was not provided. Customer was treated with intravenous insulin and dextrose, and long-acting insulin. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to an alternate method of insulin therapy.